Event description:
During evaluation of a returned spectrum pump, the device turned off when tested on battery mode and when the unit was turned back on alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the unit turned "off" when it was tested on battery mode and system error 345 was shown when unit was turned "on". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the device turning off was determined to be depressed battery pin contact on the rear case. During secondary evaluation the reported problem was not reproduced and the device would not turn on with the customer's battery. However, battery contact pins were found depressed and corroded. The battery pin on the rear case requires replacement to address this issue. The system error 345 was reproduced during secondary evaluation. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The downstream thermistor was found out of tolerance and the force sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.